Event description:
During the device evaluation, foreign material was found on the bronchovideoscope's plastic distal end cover. There was no patient involved.

Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.